Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The device was evaluated and the pre-repair diagnostic assessment states that the neuro tip is damaged. (B)(4).

Event description:
Report received from the USA stating that the device had a "neuro-tip bent/broken". The device was used during a surgical procedure. No injury or medical intervention occurred. There was no additional information provided.